Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) port appeared to be missing a component.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device follow up approximately six weeks post implant, noise was noted on the right atrial (ra) lead. A revision was attempted on the lead, however a set screw issue was noted on the implantable pulse generator (ipg); the set screw did not secure the lead. The ipg was explanted and replaced, the ra lead remains in use. No patient complications have been reported as a result of this event.